Manufacturer narrative:
A medtronic representative was onsite for surgery coverage and the system passed the checkout at the time of the event. A medtronic representative later went to the site to test the equipment. There were no failures found and they system passed the checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. It was reported that there was inaccuracy during a tumor resection. Three of the navigation instruments were inaccurate, but less so than a track-able blade. There was no delay to the case and no impact on the patient outcome.

Manufacturer narrative:
Additional information: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the straight suction was showing in the patient's mouth when the surgeon was navigating it in the sinuses. It was reported that the amount of inaccuracy noted was about three millimeters. The archive was reviewed and found that the trace followed the recommended pattern. There were some areas where points were collected under the skin or on top of the head anatomy that was not included on the field of view (fov) of the scan.